Event description:
Healthcare professional reported valve was abandoned when he noticed a tear in the leaflet after he had seated the valve and was beginning to tie off his sutures. He replaced the valve with a 33 mm st. Jude valve. He did not think it was his error. No product has been returned at this time and no add'l info has been provided.